Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
Since (B)(6) 2017, the customer had errors on the cobas 6000 c501 module due to the reaction cells. This did not affect sample analysis or analyzer functionality at the time. The laboratory staff continued to use the analyzer. On (B)(6) 2017, the customer analyzed 87 samples from multiple patients with multiple assays, and obtained questionable low results. This had not occurred previously in the customer's laboratory. Sixty-five discrepant initial results were released outside of the laboratory; the samples were repeated for the particular affected assays and corrected reports were issued. Critical results that would have required a telephone report and immediate clinical action were withheld and the samples were repeated; the results were then released. Examples of the discrepant results are provided below. Refer to the attachment of this medwatch for all patient data. Units of measure were provided for only one assay [crep2 creatinine plus ver.2 (crep2)]. The initial alp2 alkaline phosphatase acc. To ifcc gen.2 result was 0; the repeat result was 104. The initial bilt3 bilirubin total gen.3 result was 0.4; the repeat result was 24. The initial ca2 calcium gen.2 result was 0.011; the repeat result was 2.45. The initial chol2 cholesterol gen.2 result was 0.18; the repeat result was 4.5. The initial crep2 result was 1.38 umol/l; the repeat result was 89 umol/l. The initial crpl3 c-reactive protein gen.3 was 0.0; the repeat result was 153. The initial tp2 total protein gen.2 result was 0.6; the repeat result was 74. No adverse event occurred. No lot or expiration information was provided for any of the reagents. Weekly maintenance was not performed on (B)(6) 2017 as required by the customer's procedures. The customer believes the event would have been avoided if maintenance was performed. The customer performed the following on the instrument: daily maintenance; changed the sample probe, lamp, and reaction cells; performed an air purge, cell blank measurement, wash unit check, mechanism check, and a "system pipe." The customer suspects that the cause of the discrepant results is due to the degeneration of the reaction cells or a blockage in the wash unit that was potentially cleared when they performed maintenance. The customer stated that some results were automatically reported since the low results are normal in a healthy population; there was no rule applied in the assay applications to prevent the results from being reported; and due to a failure in training of the laboratory staff regarding release of results outside the laboratory. The customer implemented additional rules in the assay applications to hold and repeat the tests if the results are below the technical limits of the assay. The customer requested additional training by roche for its laboratory staff.

Manufacturer narrative:
The field service representative arrived after the customer performed the maintenance previously reported. He inspected the instrument and found that while the gear head pump was working, it would need to be replaced in the near future. The rinse station and wash unit were working as expected. No other issues were found, and the pump was not replaced due to this event. A review of the alarm log information showed cell blank errors between (B)(6) 2017. However, since the discrepant results did not occur until some days after the cell blank errors began, it is most likely that these two issues are unrelated. Many "abnormal probe sucking" alarms were found in the log, which indicated clotted samples being loaded onto the analyzer. The customer has had no further issues since they changed the sample probe, cuvettes, and lamp on (B)(6) 2017. The customer believed that the sample probe was partially blocked and caused the discrepant results. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause of the non-reproducible discrepant low results was the partial blocking of the sample probe by a clot or fibrin. The most likely root causes for the cell blank errors were dirty or damaged cuvettes, debris in the water bath, and/or a failing lamp.